Event description:
Revision surgery - due to the pt having a tumor at the head and liner.

Manufacturer narrative:
The reason for this revision surgery was to address a tumor in the head and liner area that the patient developed after 1.66 years in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this product: one for fixation, one for a mixed product label, one revision, and one was indeterminate. The root cause of the revision surgery was most likely attributed to the patient developing a tumor in the head and liner area. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.